Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call in regards to her husband having high blood sugars that he went to the emergency room on (B)(6) 2018. Customer's blood glucose level was over 600 mg/dl and later that night patient went to the emergency room around 9 pm and he was treated for high blood sugars. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The device was not returned.